Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result from a venous sample was 2.4 inr. Within 7 hours the laboratory result from the same venous sample was 1.9 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer stated that they may be potentially anemic. Their hematocrit was unknown. The customer is not on heparin therapy, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no changes in medications, no change in diet, no new illnesses, and no symptoms of unusual bruising or bleeding. The customer has been adjusting their coumadin dosage weekly based on laboratory results. The customer's meter and test strip have been requested for return. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.